Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lancing device ii, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the firing mechanism on her adc lancing device would not fire and she was therefore, unable to check her blood glucose. The customer felt light-headed and shaky, experiencing seizure and loss of consciousness. The customer was taken to the hospital where she received metformin for treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.